Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to 26 mmol/l (468 mg/dl) while wearing the pod between 37 and 48 hours. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. As treatment, a new pod was placed.

Manufacturer narrative:
The pod was received with the soft cannula fully deployed. No damages or defects were noted with the exposed soft cannula that would cause the cannula to dislodge. Inspection of the adhesive pad and adhesive welds found no issues that would result in an adhesive failure. Discoloration was observed through the top housing on the battery side of the device. The pod was received with damage to the bottom housing that extended down into the reservoir sub assembly. The damages to the reservoir sub assembly lined up with the observed damages to bottom housing vent. Following removal of the housing, corrosion was observed on multiple components including the mechanism rail and batteries. Fluid path and leak testing found no leaks and fluid flowed freely through the entire fluid path. The damage to the bottom housing compromised the device's ability to prevent fluid ingress and contributed to the observed corrosion. The device's battery voltages were measured to be lower than expected and shelf mode current could not be accurately measured due to the observed corrosion. Based on the investigation, these damages can be concluded as post use damages.